Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient discovered a fluid leak on (B)(6) 2021 from an unknown location during their pd treatment. The patient reported receiving an air detected in cassette alarm prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and stated that it occurred on (B)(6) 2021. There was an air detected in cassette warning during fill 1 of treatment. Upon looking around, the patient discovered fluid on the floor that was leaking from the patient line¿s tubing. The patient stated that there were small holes in the patient line¿s tubing. The patient confirmed that fluid did not come in or anywhere near the cycler and stated the fluid had only gotten on their floor. The patient stated that there was no issue with the solution bags and confirmed that only the cassette was leaking. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has been continuing on with pd therapy without issue or reoccurrence of the event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
H3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of actual sample, a leak was found on the patient line. During the visual inspection it was found three pin holes in the patient line. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The reported event was confirmed during sample evaluation; however, the cause was not established. The returned sample was scrapped after evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient discovered a fluid leak on (B)(6) 2021 from an unknown location during their pd treatment. The patient reported receiving an air detected in cassette alarm prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and stated that it occurred on (B)(6) 2021. There was an air detected in cassette warning during fill 1 of treatment. Upon looking around, the patient discovered fluid on the floor that was leaking from the patient line¿s tubing. The patient stated that there were small holes in the patient line¿s tubing. The patient confirmed that fluid did not come in or anywhere near the cycler and stated the fluid had only gotten on their floor. The patient stated that there was no issue with the solution bags and confirmed that only the cassette was leaking. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has been continuing on with pd therapy without issue or reoccurrence of the event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient discovered a fluid leak on (B)(6) 2021 from an unknown location during their pd treatment. The patient reported receiving an air detected in cassette alarm prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and stated that it occurred on (B)(6) 2021. There was an air detected in cassette warning during fill 1 of treatment. Upon looking around, the patient discovered fluid on the floor that was leaking from the patient line¿s tubing. The patient stated that there were small holes in the patient line¿s tubing. The patient confirmed that fluid did not come in or anywhere near the cycler and stated the fluid had only gotten on their floor. The patient stated that there was no issue with the solution bags and confirmed that only the cassette was leaking. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has been continuing on with pd therapy without issue or reoccurrence of the event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. The ups tracking number was verified, and no information was found that the customer sent the sample. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.